Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient gender/dob & weight not available for reporting. Unknown when device migrated or when screws broke. This report is for (2) unknown screws/unknown lot number. Additional product code: hsb. UDI: unknown part number, unknown lot number, UDI is unavailable. Original implant date was sometime (3) months ago. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6) 2016 due to implant breakage and migration. The trochanteric femoral nail (tfn) system was implanted approximately three months ago for a proximal femoral fracture. Post-operative x-rays were completed, which identified the helical blade migrated and cut-out of the femoral head and the two distal screws broke. The nail and helical blade were removed. The screws heads were removed, however the shafts remained embedded in the bone. The patient was revised to a total hip implant. There was no surgical delay reported and no medical intervention required. The patient status is unknown. There is no additional information available. This complaint involves two (2) devices. Concomitant devices reported: nail (unknown part and lot number, quantity 1). This report is 2 of 2 for (B)(4).